Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had no delivery alarm and insulin pump stopped working as draining battery really fast. The customer¿s blood glucose was 388 mg/dl and 116 mg/dl. Customer reports alarm did not occur during manual prime. Customer performed troubleshoot for blank display and the display returned. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.